Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapies due to noise oversensing. High lead impedances were also noted. Noise was reproducible. The lead was explanted.